Event description:
Information received by medtronic indicated that the insulin pump had the critical block and inverse critical block did not add to zero pump error alarm. The customer stated they were able to clear the alarm but were not able to complete the rewind process. It was he second occurrence of the pump error alarm. Troubleshoot was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Software version 6.5v retainer ring = black on (B)(6) 2022 customer stated that having pump error 15 alarm. Unit passed displacement, and self-tests. No unexpected pump error 15 noted during testing. Thus and software was utilized and downloaded trace/history files properly. In further review found multiple error 15 in history file 04/06/2022 18:44:13. 18:44:31 due to soft ware error. Pump was cut and open found no moisture damage on the electronic assembly, battery connector, vibrator, motor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay. In conclusion, unit passed all required tests and no unexpected pump error 15 alarm during testing. However, pump error 15 confirmed in the history file due to software error. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.